Manufacturer narrative:
We performed a basal and bolus delivery accuracy test, which confirmed excessive delivery of the programmed amount of fluid. The insulin pump history file was viewed and a single motor error was noted plus numerous no delivery alarms. The trace files were viewed and the information in the insulin pump's memory suggests that exposure to a high energy magnetic field occurred, which may have caused the vibration motor to become demagnetized and the pump motor encoder wheel to become demagnetized in a symmetrical pattern. It was concluded based on the finding that the product could not have shipped in this condition.

Event description:
It was reported that the customer experienced low blood glucose levels due to the insulin pump over delivering. Troubleshooting was performed and the insulin pump passed all the required tests. The insulin pump was also programmed to deliver a basel rate of two units per hour, and the reservoir was filled with 300 units of water. The insulin pump alarmed no delivery after twenty nine hours, when it would normally last six days. The no delivery alarm occurred several times.